Manufacturer narrative:
Section d4: corrected data. Manufacturer's investigation conclusion: a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported volume overload could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the hospital on (B)(6) 2019, for treatment of volume overload. The patient underwent a routine driveline dressing change of the patient¿s exit site which revealed a possible driveline infection. The patient was started on antibiotics twice daily through (B)(6) 2019. The event reportedly resolved, and the patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook contain information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency room with shortness of breath after and history of trauma a few days back. The patient was admitted to the hospital for treatment of volume overload. An incidental finding on routine driveline dressing change on (B)(6) 2019 showed a driveline exit site drainage and possible driveline infection. Infectious disease was consulted and patient started on IV antibiotics. The patient had a superficial culture and sensitivity history of coagulase-negative staphylococci (cons). Infectious disease recommended doxycycline 100 mg orally twice daily until (B)(6) 2019. Patient outcome has been resolved.